Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: what type of procedure was device used on? Lap appendectomy; what was procedure date? (B)(6) 2014; did the device cut? ¿maybe a little¿; if yes, was the cut line complete? Unknown; did the device deliver any staples? ¿no staples fired correctly ¿ they fell out ¿ and some got stuck to appendix¿; if yes, were the staples formed properly? No; if yes, was the staple line complete? No; did device get stuck on tissue? Yes; if yes, was user able to remove device? Yes ¿ but had to rip it off tissue; how was it removed from tissue? Ripped it off tissue; on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st; what was cartridge product code (what color also)? Blue; was buttressing material utilized? If so, which product? No; were any unexpected noises heard? If so, when? No; were any of the forces higher or lower than expected (closing or opening)? Yes - ¿felt like gun gave resistance¿; how was case completed? Endoloop; was there any patient consequence? No; when it was noted - felt like gun gave resistance, did this occur during closing, firing, or opening? Firing; photographic analysis: based on the visual evidence provided in the photos, the belief is that the cartridge was either fired over a hard object or not fully seated rearward in the device when fired. This resulted in malformed, unformed staples, and non-deployed staples.

Event description:
It was reported that during an unknown procedure, there was an unknown issue that occurred with the device. It is unknown how the case was completed and patient consequence is unknown at this time. No device will be returned.